Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The complaint for unable to elongate implant to reposition/implant caught on anatomy was confirmed with objective evidence based on the evaluation of the complaint unit. Investigation suggests that the implant catheter center lumen underwent tensile load and became damaged at multiple locations along the distal shaft. This reduces the tensile integrity of the implant catheter and allows the implant catheter to excessively stretch. The excess stretch prevents the implant from fully opening and elongating. A DHR review revealed that the complaint unit underwent 200% inspections for implant elongation and passed all inspections. Additionally, a review with the edwards clinical specialist onsite at the case determined the implant was able to elongate and function successfully during device preparation, the product investigation was unable to determine where the damage to the implant catheter occurred. A definitive root cause for this type of implant catheter damage is unable to be determined at this time.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during procedure the implant was not able to fully elongate. The implant was inserted and advanced out through the guide sheath with no abnormalities noted. While opening the implant to capture-ready after navigating through the valve, it was identified that the clasps and sliders were half down (advanced). It was assumed that this was a user error, and the sliders were retracted but not reset. When closing the device partially in the right ventricle, the slider came down again which led to some valve structure entanglement. The implant was elongated and repositioned into the atrium. The operator reset the clasps twice. The operator decided to bailout the implant, but the implant was not able to fully elongate, instead, the implant appeared in a diamond configuration when the paddle knob reached the hard stop. The implant was closed and sliders advanced. The operator then attempted to reopen the implant and was not able to reopen. While attempting to troubleshoot, the operator identified that there was a lot of resistance as they flossed the sutures, and that the paddle knob felt disconnected as they attempted to elongate the implant. Multiple retrieval options were considered while contacting technical support. Once the technical support was contacted, the implant was closed, and suture tension was reset with the clasps up. The sliders were retracted to assist in successfully elongating the implant. The implant was successfully retrieved through the guide sheath with the clasps up. A second implant was prepared and successfully implanted. Mr went from 3+ to 1+ which was a good result. The patient was noted as to be doing fine.